Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported that they got system error message which showed a red at top "encountered an unexpected error 0x265841" yesterday. Pt confirmed that they were actively charging the implant and was checking their therapy via mystim. Agent reminded the pt to make use of a single application one at a time.patient called back about this issue and repeated details from original call as well as in. Patient said that the reps have been trying to reprogram the patients implant and dealing with error codes but it wont connect to the battery in my back and sometimes it gets hot when I'm charging too". Pt said they have tried scanning code which doesn't connect. Pt says "these codes come up nonstop". Patient says they are in pain. Patient pt says reps had them try long press which didn't resolve.